Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) stated that upon arrival, the customer informed fse that the issue had already been resolved. Fse proceeded to double check the station and confirmed that no failures were present, and the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two drawers failed to open and would not recover. User rebooted the station and recovered the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.